Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no abnormalities. A test guidewire was taken and attempted to be inserted into the catheter, which was unsuccessful. Damage was noted inside the guidewire lumen of the catheter, and due to the damage to the guidewire lumen, deployment testing could not be performed. Dissection of the catheter noted that the guidewire lumen was damaged just outside the inner hypotube. The reported stuck guidewire event was confirmed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Following ablation of the left superior pulmonary vein (lspv) and while attempting to advance the guidewire with the catheter in a flower shape to move to the left inferior pulmonary vein (lipv), the guidewire could no longer be advanced. The physician attempted moving the catheter back to a basket configuration, however, the guidewire could still not be advanced or retracted in the catheter. The catheter and guidewire were removed from the patient together as a unit. After replacing the catheter, no resistance was felt with the guidewire outside of the patient. The catheter was replaced, and the procedure was completed successfully without patient complications. The original guidewire was used to complete the procedure. The catheter was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a stuck guidewire occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave pulsed field ablation (pfa) catheter was selected for use. Following ablation of the left superior pulmonary vein (lspv) and while attempting to advance the guidewire with the catheter in a flower shape to move to the left inferior pulmonary vein (lipv), the guidewire could no longer be advanced. The physician attempted moving the catheter back to a basket configuration, however, the guidewire could still not be advanced or retracted in the catheter. The catheter and guidewire were removed from the patient together as a unit. After replacing the catheter, no resistance was felt with the guidewire outside of the patient. The catheter was replaced, and the procedure was completed successfully without patient complications. The original guidewire was used to complete the procedure. The catheter is expected to be returned for analysis.